Event description:
It was reported that the right ventricular (rv) lead was exhibiting noise, no capture, undersensing of r-waves and high impedance due to fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the superior vena cava (svc) defibrillation coil, which remained in use at the time of lead revision, appeared to have fractured as it was exhibiting undefined impedance. A sudden increase in and instability of svc impedance were also reported. The physician planned to turn the svc coil off.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2008. (B)(4).